Manufacturer narrative:
Investigation summary: 1. Lot#: 9003971 DHR was reviewed and no qn found; 2. Manufacturing records for lot#: 9003971 was reviewed, no abnormal was found. 3. 14pcs retention samples were checked for IV point, and needle puncture, no failure found. 4. Pen needle product has 100% IV point inspection by vision system, and defect part will be rejected automatically. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 6. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; 14pcs retention samples were checked on IV point and needle puncture, no failure found. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that foreign matter occurred before use with a pen needle 32gx4mm. The following information was provided by the initial reporter, "it's noticed that foreign matter on the cannula tip during priming."